Manufacturer narrative:
No parts have been returned back to the MFR for evaluation as of this date.

Event description:
The reporter stated that the back broke on both sides near the top of the spline assembly. The reporter stated that the end user fell backwards out of the chair and received a bruise on his back. No other injuries were reported.